Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the first and second proximal struts in a lifted state. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a break 765mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. During preparation of a 2.75 x 24 synergy drug-eluting stent, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation of a 2.75 x 24 synergy drug-eluting stent, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported.